Manufacturer narrative:
Complainant name: (B)(6) hospital. Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 150cmx3mmx220mm coyote mr balloon catheter. No patient complications were reported and the patient's status was good.